Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported through sales representative that was treated over the lower abdomen with a curve 240 applicator; anterior and posterior waist, lower bra fat, central and upper abdomen, bra fat and flanks, with curve 150 applicators; and bra fat and flanks, with a curve 120 applicator on (B)(6) 2025 and (B)(6) 2025. And experienced paradoxical hyperplasia over the upper and lower abdomen and upper and lower bra area 8 months after treatment.